Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at that time. Customer did not require assistance from a third party. Customer reset pump with guidance from technical support and then was able to deliver correction dose using pump. Customer continued using pump after reset.